Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. A batch review was performed on the associated lot with no issues noted. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation. Complaint was not confirmed. Per the complaint information, the most likely cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
After (B)(4) instructing the patient to close the clamp on the patient line and cycle power during troubleshooting, the patient stated that solution was coming out of the set. (B)(4) asked the patient if he closed the patient line clamp and the patient said no. (B)(4) had the patient close the clamp and load the set. The patient stated the hc then went to "self-testing". Self-testing completed and (B)(4) had the patient open the patient line clamp and press "go" to start priming. The hc primed ok, and (B)(4) explained that therapy would now continue. No injury or medical intervention was reported.